Event description:
During a laparoscopic gastric bypass, when the device was removed, the tissue was stapled and the peristrip in place, however, the tissue was not transected. There was no pt consequence.